Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The tubing got detached from the connector. The infusion set was in use for 2 days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.